Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system displayed a shorted lead condition on the high voltage lead following the delivery of a 1.1 joule shock.